Event description:
It was reported that the patient had an infection and the device system was explanted. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver dilaudid 1.2mg/ml. It was later reported that the patient had a skin infection near the pump pocket. A culture was taken, but no results were reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).